Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stereotactic guided vacuum assisted breast biopsy procedure, checked the chamber and found the metal that makes up the tip of the probe needle. Maybe it fell because of poor adhesion in the manufacturing process. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one electronic photo was provided and it was reviewed. In that photo, a small metal piece was observed to be placed on the cloth. Based on the photo review, the reported detachment cannot be confirmed.one 10gv encor biopsy probe with a complete sample trap assembly and one senomark marker applicator were received for evaluation. During visual evaluation, the device was received with the sample trap assembly connected to the probe body, the probe appeared to have heavy blood residue throughout, the probe body was rotated to identify any cracks as no cracks were observed on the probe body. It was observed that the aperture was received open. Also the senomark marker applicator was removed from probe body and the sample trap chamber, the sample trap assembly was removed from the probe body. Upon removal the cutter sleeve was noted to be detached from the cutter. It appeared the detached cutter sleeve was returned within a small plastic bag. Upon further inspection, it was observed that the marker sleeve [cutter sleeve] had become detached from the cutter assembly. No evidence of weld marks was detected on either the marker sleeve or the cutter components. The marker sleeve appeared to be crimped. No functional testing due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment of device or device component as the cutter sleeve was noted to be detached from the cutter and the investigation is confirmed for the identified non-standard device as the cutter sleeve was detached due to lack of welding(manufacturing issue).the definitive root cause for the reported detachment of device or device component was due to the component failure (detachment due to a lack of welding process) and the definitive root cause for the identified non-standard device was traced to the manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method, component). H11: b5, h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stereotactic guided vacuum assisted breast biopsy procedure, a piece of metal from part of the needle was found in the sample chamber. There was no reported patient injury.

Manufacturer narrative:
H11: this supplemental report is submitted to correct an administrative error in the previously submitted reports. The initial MDR and supplemental report 1 listed an incorrect manufacturing location (g1). The correct manufacturing location for this device is ausa medical devices private limited. No new event information is being reported in this supplement.

Event description:
It was reported that during a stereotactic guided vacuum assisted breast biopsy procedure, a piece of metal from part of the needle was found in the sample chamber. There was no reported patient injury.